Event description:
Published clinical literature was identified describing surgiwrap (polylactide adhesion barrier) related concerns in patients who underwent surgery for gynecologic malignant disease. The article reviewed 75 patients who received a polylactide adhesion barrier after surgery. Ten patients had a solitary pelvic mass with increased 18f-fdg uptake on follow-up pet/CT. Laparoscopic excision of the pelvic mass was performed and biopsy revealed foreign body reaction in most cases, with one case containing tumor cells beneath the unabsorbed polylactide adhesion barrier. The article describes possible unabsorbed polylactide adhesion barrier/remnant and foreign body reaction presenting as pet/CT imaging findings that mimicked recurrence. No patient death or permanent impairment was reported. The article states that patients were asymptomatic and recovered uneventfully after the second laparoscopic operations. However, because laparoscopic surgical intervention/excision was performed, the event is being conservatively treated as reportable.reference: chong, g. O., lee, y. H., hong, d. G., cho, y. L., & lee, y. S. (2015). Unabsorbed polylactide adhesion barrier mimicking recurrence of gynecologic malignant diseases with increased 18f-fdg uptake on pet/CT. Archives of gynecology and obstetrics, 292, 191-195.

Manufacturer narrative:
The reported event was identified through published clinical literature involving surgiwrap / polylactide adhesion barrier use in patients who underwent surgery for gynecologic malignant disease. The article reported solitary pelvic masses with increased 18f-fdg uptake on follow-up pet/CT. Laparoscopic intervention was performed and biopsy/pathology revealed foreign body reaction in most cases, with one case containing tumor cells beneath unabsorbed polylactide adhesion barrier. No product was returned for evaluation and no lot number, part number, UDI or patient-specific device information was reported. Therefore, direct device evaluation, lot-specific DHR review and retention sample review could not be performed. The investigation was based on the published literature, complaint record, reportability assessment, IFU/labeling review and risk file review. No death or permanent impairment was reported. The patients were reported as asymptomatic and recovered uneventfully after the second laparoscopic interntion. However, because laparoscopic surgical intervention was performed, this event is being conservatively submitted as a 30-day MDR. MDR submission does not confirm device causality; it reflects conservative reporting based on the available information. The reported concern appears consistent with a known residual risk related to incomplete resorption and foreign body reaction. The current surgiwrap IFU addresses pet scan positivity during material resorption and identifies foreign body reaction/inflammation as potential adverse effects. No recall, field action, CAPA, scar or ncmr is required at this time. This occurrence will be included in complaint trending and evaluated during the next management review and pms review cycle. This aligns with your complaint file and f1581 rationale: reportable due to surgical intervention, with no returned product, no lot-specific information and no confirmed unacceptable residual risk.